Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation confirmed the reported customer issue. Upon inspection, it was found the protective lens for the 4k camera chip is shattered resulting in no video, no image. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the protective lens for the 4k camera chip is shattered, resulting in no video or image. The issue found during preparation for use. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the shattered 4k camera chip could not be determined. Olympus will continue to monitor field performance for this device.